Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a red and itchy rash under the lifevest. The patient's physician advised the patient was allergic to nickel. The patient was located at a rehabilitation facility and the patient's physician advised the patient was taking prednisone. The medical outcome of the rash is unknown.